Event description:
It was reported that the customer opened and used the tool, but the screws wouldn't close and it seemed bent. They stated that the new one they bought closed fine though. There was no patient impact.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.